Event description:
Related manufacturer reference number: 2017865-2021-40413. It was reported that the patient presented for a loop recorder implant procedure. Upon inserting the implantable cardiac monitor (icm), noise was detected. The icm was replaced during the procedure. Noise was also detected on the newly implanted icm. Upon interrogation post procedure, the issue has been resolved. No additional intervention was performed. The patient was in stable condition throughout the procedure.